Event description:
Per information received, the device was removed due to a malfunction. Additional information supplied by the physician indicated that the device was removed due to a proximal perforation.